Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. Returned devices include one push lock driver. The device met all material specifications as received. The most likely cause of the event was the inner shaft was bending during the initial insertion of the eyelet as a direct result of the surgeon misaligning the device, not positioning the device perpendicular to the bone, resulting in the advancing inner shaft bending to the point where it could no longer advance due to binding within the outer shaft; upon removing the impact cap and malleting the knob, the inner and outer shafts advanced together resulting in the tip of the device penetrating completely through the humeral head. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during use, an implant delivery system did not work as intended which caused the peek implant and the metal eyelet to break through the humeral head. With the impact cap still in place, the surgeon malleted the metal eyelet until it was seated in the bone. The surgeon removed the impact cap and then struck the proximal knob with the mallet to advance the implant down the shaft. Upon impaction, the proximal knob did not advance which caused the metal eyelet and the whole implant to advance through the humeral head and out the other side. The surgeon then tried to pull back on the handle to remove the implant and eyelet but they would not come back through the bone. The inserter was removed from the patient. The surgeon then attempted to pull the sutures to retrieve but this caused the sutures to break. The surgeon tried to visually locate the implant and eyelet through the scope but was unable to do so. An x-ray was performed and the eyelet was located towards the patient's chest in the subscapularis muscle region. An incision was made, the exact location of the incision is unknown. The surgeon used his fingers in an attempt to locate the metal eyelet, he was unable to do so. No additional implants were used and the case was completed. The patient was made aware of the event and was sent home the same day. The procedure was a left shoulder rotator cuff repair. The patient's bone quality is unknown. No damage to the humeral head was reported.